Event description:
In letter to co, the physician stated that dlp's two stage venous cannula "unacceptable and dangerous to pt during complex fine coronary anastomosis." Telephone call follow-up, physician stated that on three separate occasions, of approximately fifty uses, the proline suture material strongly adhered to the cannula which resulted in the necessity to perform a partial anastomosis re-do. New suture material was obtained in all three cases to complete the anastomosis. No re-cannulation was performed. All procedures involved heart by-pass surgery.